Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was fractured approximately 47.5 cm from the hub; the fractured distal portion was kinked approximately 2.0 cm from the fractured location. Conclusions: evaluation of the returned device revealed that the velocity was fractured. This type of damage likely occurred due to improper handling during removal from the packaging hoop. If the device is forcefully withdrawn from the packaging hoop at an angle, damage such as this may occur. Velocities are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noted that the velocity delivery microcatheter (velocity) felt strange while pulling it out of the package and then noticed that the mid-shaft was cracked after removing it from the plastic tubing. The cracked velocity was noticed prior to use and therefore was not used for the procedure. The procedure was completed using a new velocity.